Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ migration: unable to observe since it is a medical event and is not related to the device. ¿ visibility/palpability: unable to observe since it is a medical event and is not related to the device. ¿ local reaction: unable to observe since it is a medical event and is not related to the device. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. ¿ double capsule: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and voids were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side device rupture. Upon explant the device was noted to be intact. It was noted double capsule, inflammatory infiltrate, siliconomas (silicone migration), and villous areas (granuloma). The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, d6(b), h6.

Event description:
Healthcare professional reported right side device rupture. Upon explant the device was noted to be intact. It was noted double capsule, inflammatory infiltrate, siliconomas (silicone migration), and villous areas (granuloma). The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: local reaction: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side device rupture. Upon explant the device was noted to be intact. It was noted double capsule, inflammatory infiltrate, siliconomas (silicone migration), and villous areas (granuloma). The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side device rupture. The device remains implanted.